Event description:
Enfit g-tube cap was broken. Ir was called and g-tube will be replaced. Facility has reported breakage of enteral feeding tubes for tracking and manufacturing awareness. There appears to be a defect in the tubing.